Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of a compromised force sensor system alarm from the insulin pump. The customer's blood glucose reading was 218 mg/dl. The customer stated that he ran out of insulin and while reconnecting and priming the reservoir. The customer stated that the pump alarmed compromised force sensor system. The customer was advised to check if the drive support cap is protruded, loose, sticking out or flush. The customer reported the drive support cap to appear normal. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion test due to cracked end cap. Unable to perform prime test excessive no delivery test, occlusion test or verify a33 alarms due to motor error alarms. The motor was tested outside the device and passed. The insulin pump was received with debris under display window, cracked case at the display window corners, reservoir tube lip, cracked battery tube threads and minor scratched lcd window.